Manufacturer narrative:
The insulin pump was received with unexpected restart error alarm after battery changed and memory lost due to voltage leak on interface board. The insulin pump passed displacement test, rewind test, basic occlusion test and self test. No unexpected external ram error alarm noted during testing. The insulin pump had minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was 125 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.